Manufacturer narrative:
The device was explanted over six months later for normal battery depletion.

Event description:
Boston scientific received an inquiry regarding remaining longevity of this cardiac resynchronization therapy defibrillator (crt-d) as the patient had been lost to follow-up. Technical services suggested monthly follow-ups in relation to the shortened replacement window advisory and an estimate of less than one year remaining. The physician was further determining the urgency. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.